Manufacturer narrative:
The patient/family was the initial reporter so personal information was not entered. No information was captured as the customers weight was not provided.

Event description:
The customer reported low results with their contour next ez blood glucose monitoring system. The customer reported receiving a result of 134 mg/dl. A repeat test was performed with an alternate contour next ez meter and a result of 'hi' was obtained, indicating that the result was in excess of 600 mg/dl. No treatment change was made and there has been no allegation of an adverse event. The customer has been requested to return the test strips and meter for investigation. Replacement strips and meter were sent to the customer.

Manufacturer narrative:
The customer did not return the suspected product for evaluation. Therefore, an in-house testing was performed using the in-house contour next ez meter with in-house contour next test strips from lot # 9apef08b, which gave satisfactory performance. Additionally, a device history record was reviewed for the suspected contour next ez meter and no manufacturing anomalies were found. The model # and the device identifier # were corrected. The country of origin for this event was updated.